Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8274685. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode because was not send photo or sample. It is recommended send the sample involved to perform a better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined. Rationale: no ¿ based on an evaluation of severity and frequency it was determined that no corrective action is required at this time also the root cause was not identified, therefore, corrective and preventive actions were not implemented.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns was discolored. This occurred on 115 occasions before use. The following information was provided by the initial reporter: the 115 products were discolored.